Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 324 mg/dl and ketone level was moderate. A bolus via pump was delivered to address bg. Customer was admitted to the hospital and was treated with insulin injections. Customer was discharged the next day with no permanent injury. Customer reverted to using manual insulin injections for insulin therapy. Customer did not know cause of elevated bg; however, thought it could be related to pump or supplies. Customer did not observe and issues with the cartridge, infusion set tubing or cannula. Tandem technical support performed a pump system check with the customer and pump was confirmed to be functioning as intended. Customer acknowledged information.